Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 12/15/2016 that a customer had an issue with a gauze sponge. The customer states that the gauze is fraying. This was identified when the gauze was being pre-counted prior to use on a patient.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product hat could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. We received two samples or investigation. We could find the dropped thread in the surface of products which caused the linting. According to the investigation, the possible root cause may occur as part of the manufacturing process if the cutting blade moved during the cutting process causing the gauze to become pulverized resulting in loose contamination. The supplier has taken the following corrective actions: changed the swabs design to the lower layer of the gauze to increase the width to 1-1.5cm during the first folding and the lower layer of gauze must be used on one side of the folded edge swab to prevent lint contamination. Add cleaning process after cutting process. Changed the slitting device and add an automatic slitting machine that improve slitting accuracy to prevent sponges from flaking. This complaint will be used for trending purpose.